Event description:
This is a 1ml IV syringe. It looks like a piece of copper might be stuck between the wall and barrel of the syringe. One of the pharmacy technicians noticed it while prepared a medication in the IV room. She pushed out the medication and brought it to my attention.